Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown duracon med 11mm poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned due to hospital policy.

Event description:
It was reported that there was a right knee revision of a duracon total knee due to poly wear.